Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was slow in responding to screen commands from touch pen. Once the programmer error logs were pulled, the touch pen functioned as required. Errors were found in the programmer error logs. Analysis also found the stylus tip was separating from main pen body but still functional. It was noted the system fan was noisy. (B)(4).

Event description:
It was reported the programmer was very slow (barely, if at all) in responding to screen commands with touch pen. It was noted when trying to update software, could not get to the update screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.